Event description:
It was reported that a stent profile problem occurred. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during positioning, the physician had the impression the stent was longer than 48mm. The device was still used and after the stent was placed, measurement using ivus revealed the stent was 56mm long. No patient complications were reported.

Manufacturer narrative:
Device evaluation by MFR: synergy xd mr ous 3.50 x 48mm stent delivery system (sds) was returned for analysis. The stent was not returned as it was implanted during the procedure. The crimped stent od (outer diameter) measured at manufacture was 0.0439", this is within maximum crimped stent profile measurement. The crimped stent length measured at manufacture was 47.75mm, this is within the stent length profile measurement. The balloon returned in a deflated state. The distance between the proximal and distal markerband measured 5cm. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a stent profile problem occurred. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during positioning, the physician had the impression the stent was longer than 48mm. The device was still used and after the stent was placed, measurement using ivus revealed the stent was 56mm long. No patient complications were reported. It was further reported that the target lesion was 45mm x 3.5mm with unknown bend, mildly tortuous, and mildly calcified. The stent was completely implanted.